Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported by father that the patient had been hospitalized with hyperglycemia. Despite giving himself 27 units of insulin, the patient's blood glucose levels reached around 403 mg/dl while wearing the pod between 1 and 4 hours. Symptoms reported include large ketones, lethargy, dehydration and a headache. The patient was treated with intravenous fluids, an insulin drip and anti-nausea medication. The patient remained in the hospital for the second day at the time of reporting. The pod was removed at the hospital; upon removal, the cannula appeared bent.

Manufacturer narrative:
No bends nor kinks were observed to the soft cannula.